Event description:
Philips received a complaint by the customer on the v60 indicating that error code machine pressure sensor autozero failed displayed on the system. Reported the issue occurred during preventative maintenance servicing. There was no patient involvement. A philips authorized service provider (asp) evaluated the device and reported the issue occurred during preventative maintenance servicing. During service it was observed that pressure accuracy test fails at 0 cmh2o and error code machine pressure sensor autozero failed displayed on the system. Asp identified that issue was caused due to faulty auto-zero solenoid (sol 2 and sol 4) and or the data acquisition (da) printed circuit board assembly (pcba) needed to correct the error code as per service guide instructions. To resolve the issue asp ordered and replaced solenoid valves and da pcba. All tests results passed. System works as specified post this action. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18287.